Manufacturer narrative:
The orthadapt bioimplant was used as an interpositional spacer in the foot; the bioimplant was folded on itself and sutured to bone. This is an off label use of the bioimplant. During explant, the surgeon noted the bioimplant being loose and not securely attached. The surgeon indicated the pt has a history of suture sensitivity and wound healing complications. After the removal of the bioimplant and wound treatment, the pt did well. The case assessment, based on the provided information, indicated the likely cause of the event is due to the off-label use of the orthadapt bioimplant and fixation failure; however, the pt's predispositions to suture sensitivity and wound healing issues cannot be ruled out as contributing factors to the event. The product was not returned to the manufacturer. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Pt developed an abscess around the wound and a reaction on the skin around the sutures approximately two weeks post surgery where an orthadapt bioimplant was used as an interpositional spacer in the foot. Clear fluid was drained from the abscess and tested negative for growth. The bioimplant was removed approximately five weeks post-surgery.